Event description:
The patient contacted animas on (B)(6) 2012 stating the ok button and audio bolus had delayed responsiveness for about three months. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a damp q-tip. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and up arrow keypad buttons were intermittently unresponsive and required multiple presses to engage; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Testing confirmed the audio bolus button was intermittently unresponsive and the internal plug contact was found to be misaligned.